Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) level from the low 200's (mg/dl) to the 400's (mg/dl). Reportedly, the customer's health care provider (hcp) attempted to resolve the issue; however, the hcp felt that there was an underlying pump issue. Although requested by tandem technical support, the customer declined to perform troubleshooting. Reportedly, the customer continued using the pump for insulin therapy.